Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube, snubber board, high voltage tank and high voltage cable, performed a generator high voltage alignment, performed a filament calibration, and check and verified the output dosage. System operates as designed.

Event description:
The customer reported the system displayed a kv error and shut down. No patient injury was reported.